Manufacturer narrative:
Concomitant medical product: 407452, lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with palpitations. Upon device interrogation, the right atrial (ra) lead exhibited no capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.